Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue had an issue with a dialysis catheter. The customer reports that they had a palindrome 19 cm 14.5 french catheter removed by blunt dissection by the nephrologist and the catheter came out but the cuff was left in the tunnel. They are inspecting site closely with each treatment. The customer reports the cuff is still in and unless it becomes infected the plan is to leave it as this is a common practice across (B)(6). The catheter was removed and they are using the av fistula for access.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.